Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to unknown product performance issue. Additional information was obtained which indicated that attempted rv lead implant was unsuccessful due to helix inconsistencies. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that bunched insulation and deformed conductor coils were noted. This is consistent with the lead being placed through a constricted area. Torque transmitted from terminal pin got hung up at the bunched-up site caused helix to jam. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to unknown product performance issue. Additional information was obtained which indicated that attempted right ventricular (rv) lead implant was unsuccessful due to helix inconsistencies and there was also tissue in the screw as well. This lead was never in service. No adverse patient effects were reported.